Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the guidewire had caused a perforation in the left ventricle. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was a case of an implant of a 20mm sapien 3 valve in aortic position by transfemoral approach. The patient presented severe aortic valve stenosis and a small ventricular cavity. Post-deployment, valve function was satisfactory; however, a significant pericardial effusion was identified via echocardiography. Despite this finding, the patient's vital signs remained stable. A pericardiocentesis was performed, and the patient was monitored for approximately 2-3 hours before being transferred to the critical care unit (ccu) in stable condition. A few hours later, the patient's condition deteriorated, with increased pericardial effusion observed. Following evaluation, an emergency thoracotomy was performed the same day, which confirmed that the guidewire had caused a perforation in the left ventricle. Later, the patient regained consciousness and remained stable under ccu observation.